Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. Approximate a year prior to this report, the patient had been diagnosed with a hernia at the time of the pd catheter insertion and had it repaired at that time. The hernia gradually worsened and so the patient underwent another hernia surgery. The patient was hospitalized for 3 days for the hernia repair and was recovering. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the hernia. Should additional relevant information become available, a supplemental report will be submitted.